Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the guide wire was returned without blood visible. There was contrast visible on the coils, the core and the shaping ribbon. The tipball was not returned. A very small portion of the distal end of the shaping ribbon that was attached to the tipball had separated and was not returned. The overall length of the shaping ribbon distal to the center solder was 3 cm. There were multiple bends in the entire length of the shaping ribbon. The shaping ribbon was slightly twisted. There were stretched tip coils for a length of 4 mm distal to the center solder. The tip coils had separated 4 mm distal to the center solder and were not retuned. The missing section of tip coils were approx 3 cm in length. The core was intact. The overall length of the core distal to the center solder was 2.2 cm. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) lab for further analysis. The prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: separated guide wire. It was reported that the bmw universal guide wire was delivered to the lesion; however, it separated and the portion of guide wire from the marker to the tip remained in the proximal left anterior descenting (lad). The tip was trapped in the stent strut when the bmw universal guide wire was removed from the pt's body. An attempt was made to remove the devices as a sys, but when removing, the physician felt the guide wire break off twice. The separated portion still remains inside the pt. Because of the stretched coils, the distal part was trapped in the stent strut in the lad and the proximal part is located in the aorta. No add'l event or pt info is available.